Manufacturer narrative:
Evaluation summary: the distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician desired to move the lead to the rv (right ventricular) septum, and so he retracted the helix and repositioned the lead. When the physician attempted to extend the helix, it would not extend, even after many attempts to do so inside and outside the body. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.